Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was continued rise and high in right ventricle capture thresholds and continued rise and high impedance on the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.